Event description:
According to the event description: "repair was according to decision tree within the service workshop for complaint".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The history files were read out and analyzed. No abnormalities were found. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as a technician seal were available and undamaged. The device was in a clean state and no damages of the housing parts were found. As part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. During the functional investigation it was possible to detect, that the service plug was not always recognized by the pump. After the functional test the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device matches not the required values and standards. Three measured values were not within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -7,79 %. This value is outside the instruction for use predefined performance characteristic of the device (+-5 %). The device was disassembled, and the inside was investigated. It was possible to detect a damage of the holder for the pump frame. The defect could be confirmed. During a flow measurement a flow deviation could be detected. The reason of the flow deviation (underinfusion) could be retraced to a damaged holder of the pump frame. The root cause for the broken pump frame holder could not be identified. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.